Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil migrating my uterus') and genital haemorrhage ('still having light bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("e-belly/ mine has mostly been in the lower abdomen"), depression ("depressed"), pollakiuria ("bladder issue:multiple times to pee") and breast enlargement ("increased breast size"), underwent tooth extraction ("I had to have all of mine teeth pulled") and was found to have weight increased ("ihave gained a little over 60 lbs"). The patient was treated with surgery (ablation and essure removed). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage, tooth extraction, abdominal distension, depression, weight increased, pollakiuria and breast enlargement outcome was unknown. The reporter considered abdominal distension, breast enlargement, depression, device expulsion, genital haemorrhage, pollakiuria, tooth extraction and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: tooth extraction" . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. On 23-apr-2020: social media received: reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil migrating my uterus') and genital haemorrhage ('still having light bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("e-belly/ mine has mostly been in the lower abdomen"), depression ("depressed"), pollakiuria ("bladder issue: multiple times to pee") and breast enlargement ("increased breast size"), underwent tooth extraction ("I had to have all of mine teeth pulled") and was found to have weight increased ("I have gained a little over 60 lbs"). The patient was treated with surgery (ablation and essure removed). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage, tooth extraction, abdominal distension, depression, weight increased, pollakiuria and breast enlargement outcome was unknown. The reporter considered abdominal distension, breast enlargement, depression, device expulsion, genital haemorrhage, pollakiuria, tooth extraction and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ ones was/ were reported via social media: tooth extraction". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 2, 3, 4 and 5 processed together. Social media content received : reporter added. Events added- abdominal distension, still having light bleeding. On 20-mar-2020: fu 2, 3, 4 and 5 processed together. Social media content received : reporter added. Events added- depression, weight increased, increased breast size. On 20-mar-2020: social media received- 2, 3, 4 and 5 proceeded together. New events one coil migrating my uterus was added. Reporters were added. On 20-mar-2020: social media received-new event bladder issue: multiple times to pee was added. F/up. 2, 3, 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.